Event description:
It was reported that the implantable cardiac defibrillator (ICD) had extreme battery voltage drop in six month time frame. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the implantable cardiac defibrillator (ICD) had extreme battery voltage drop in six month time frame. The ICD remained in use and it was later reported that the ICD was explanted and replaced due to elective replacement indicator (eri) and device upgrade. No patient complications have been reported as a result of this event.